Manufacturer narrative:
Device evaluation of battery 86501623/86514930/86556237 has been completed. The reported problem (won't power up) has been confirmed. Upon investigation the battery was unable to recharge or power on a monitor. The f1 fuse was open. The cause for the open fuse was excessive current. The root cause for the excessive current was unable to be positively identified. No adverse event resulted from the damaged battery packs. Device evaluation of monitor has been completed. The reported problem (service code displayed) was confirmed. Upon investigation the monitor failed incoming functionality testing and displayed a service code 110 (overvoltage set no energy). The cause for the failure was isolated to a shorted c1 capacitor and other components on the computer/analog pca. The root cause for the defective components could not be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported that battery packs would not power on a monitor and a monitor was experiencing service codes.